Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Worn enclosure and front cover. Faded line cord. Cracked tank cover. Chipped plate clip and pole clamp. The display flashed random numbers confirming the customer complaint. The root cause of the reported issue was found to be a bad power control board. Actions were taken to mitigate the reported issue: replaced power control board. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the display was flashing different digits, tempcheck was reading correctly. No patient injury was reported.